Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: service and repair evaluation: the customer reported that on (B)(6) 2025 during the procedure, while following the surgical technique of inserting the 2.0mm wires into the compression/distraction instrument, the surgeon experienced extreme difficulty inserting the wires. The wires were new, unused, and were not bent. In addition, the surgeon experienced extreme difficulty turning the spindle on the compression/distraction device. Upon further inspection of the instrument, it seems that the instrument is slightly bent, creating an imbalance in both the wire holes along with the spindle mechanism. The repair technician reported that bent prong and spindle is hard to torn. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review: part:03.111.907, lot:l557320, manufacturing site: werk balsthal, supplier: na, release to warehouse date: 26 sep 2017, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 during the procedure, while following the surgical technique of inserting the 2.0mm wires into the compression/distraction instrument, the surgeon experienced extreme difficulty inserting the wires. The wires were new, unused, and were not bent. In addition, the surgeon experienced extreme difficulty turning the spindle on the compression/distraction device. Upon further inspection of the instrument, it seems that the instrument is slightly bent, creating an imbalance in both the wire holes along with the spindle mechanism. The procedure was successfully completed with no surgical delays, no patient consequences and no other medical intervention required.